Event description:
The customer's blood glucose reached 315 mg/dl with ketones and the adhesive was wet. He customer noticed that the cannula had slipped out of the tissue.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.